Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ports of two (2) 1000ml eva tpn bags were sealed down to an angle, not allowing fluid to flow up and out of the bags which caused the bags to leak. This was discovered during filling of the bags with unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not received for evaluation; however 11 companion samples were received for evaluation. Visual examination and functional testing verified the reported issue. Functional testing observed a steady stream of water leaking from the lower left edge of the bag in all samples. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Companion samples were not returned for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date additional information received by manufacturer is 01/18/2018 and not 01/18/2017 as previously reported. Should additional relevant information become available, a supplemental report will be submitted.